Event description:
It was reported that the communicator displayed the red call doctor icon. Technical services (ts) was contacted, and ts attempted to help troubleshoot sending a transmission on the communicator, but a transmission could not be sent. No adverse patient effects were reported. Additional information was received indicating the red call doctor icon presented due to the right ventricular (rv) lead exhibiting high, out-of-range pace impedance measurements of greater than 3000 ohms, causing a lead safety switch (lss). The right atrial (ra) channel also showed out-of-range intrinsic amplitude. The device and non-boston scientific leads remain in service. No adverse patient effects were reported.